Manufacturer narrative:
Other text: g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed no physical damage. Functional testing was performed but the reported issue could not be replicated or confirmed; no discrepancies were detected. The root cause could not be determined. No further action was taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the disposable exhibited air passing through the tubing. Air bubbles are created, making the pump ring.

Manufacturer narrative:
Other text: g3: france. B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.